Event description:
Related manufacturer reference number:2017865-2022-19406 new information noted that the right atrial lead and the right ventricular lead both exhibited oversensing noise. Both leads were explanted and replaced. The patient was stable and in recovering condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a routine device exchange. During procedure, the atrial lead was observed to be oversensing noise that was causing inappropriate mode switches. Programming changes were made to resolve the issue, but noise was still observed. The patient was asymptomatic throughout the event and would be monitored.